Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section b3: date of event: exact date unknown/not provided. Only provided as november 2023. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) had a unfolding issue. Patient contact or the extent of patient contact was not reported. Through follow up, it was learned the event occurred in (B)(6) 2023 and no further information is available.